Manufacturer narrative:
Initial

Event description:
It was reported that after starting a new ilet pump, the user experienced hypoglycemia to 47 mg/dl, treated with an oral carbohydrate drink of approximately 52 mg/dl and then went for a walk. Later, the user ate breakfast without announcing it, resulting in hyperglycemia to 232 mg/dl, and the pump was described as still learning the user¿s habits and insulin needs. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention in the form of oral carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.